Event description:
It was reported that the bd plastipak¿ 3-piece syringe scale marking are light. The following information was provided by the initial reporter: there are only a few graduation marks with light (almost not visible) printing.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2203076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Given no issues were observed with the retained samples and the device history records do not indicate any issues related to this incident, we cannot identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe scale marking are light. The following information was provided by the initial reporter: there are only a few graduation marks with light (almost not visible) printing.